Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and had to be taken to the hospital. No changes have been made and the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No field representative saw this patient in the hospital and the crt-d was assumed to be operating appropriately but it is unknown if it was optimally programmed for this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.